Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: pre-op diagnosis: l4-5 and l5-s1 disc degeneration. Left foraminal stenosis at l4-5. L5-s1 spondylolytic spondylolisthesis. Severe foraminal stenosis at l5-s1 on left side. Left lower extremity radiculopathy. Chronic back pain. Procedure: left side approach l4-5 and l5-s1 minimally invasive transforaminal lumbar interbody fusion. Application prosthetic device - 2 peek's. Percutaneous pedicle screws. Bone morphogenic protein. Local autograft. Per-op notes: surgeon marked para median incisions. Surgeon then brought in fluoroscopy and a spinal needle to identify l4-5 and l5-s1 inter space. Surgeon then brought in ap fluoroscopy and used ap and lateral fluoroscopy to cannulate pedicles of l4, l5 and s1 bilaterally. Surgeon then turned his attention towards decompression. Surgeon started between l4 and l5 guide wires on left side, incised the fascia. Surgeon then identified l5 pedicle performed a partial foraminotomy and then came across superior aspect of l5 pedicle. Surgeon then identified l4 pedicle, surgeon retracted thecal sac medially and coagulated the epidural veins, incised disc space. Surgeon irrigated the inter space with antibiotic irrigation, placed bone in from decompression that had been morselized and then put a 10x26 mm peek with 3/4 of extra small sponge of bmp inside of it. Surgeon then identified l5 pedicle and then worked his way inferior and lateral skeletonizing it following l5 nerve root. Surgeon then used trials, and then irrigated the interspace, put the bone in from decompression and then that was morselized and then put a 10x22mm peek with half of an extra small sponge of bmp inside of it. Surgeon then started putting screws on left side, surgeon dilated up to the plastic dilator, tapped with a 5.5 mm tap, stimulated the tap and put a 6.5x45 mm screw at l4 and l5 and 6.5x40 mm screw at s1 and then did the same process on the right side. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.